Event description:
Customer called customer service in 2009 and reported that "couple of weeks ago" she began to experience vertigo upon sitting up in bed. She further reported checking her glucose and noted receiving a reading of 100 mg/dl on her freestyle freedom lite blood glucose meter. Customer called the paramedics who transported customer to a local healthcare facility where a glucose reading of 400 mg/dl was received on an unk brand of meter. Customer was diagnosed with hyperglycemia and treated with insulin 30 units. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
As product was not returned and no test strip lot was reported with this complaint, a DHR of the meter was requested. The device history report for meter (B) (4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Manufacturer narrative:
This is an initial report. The devices have been requested back for investigation. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
The "date received by manufacturer" on follow-up #1 report should have reflected the date of (B)(6) 2010. As per the arrangements discussed with (B)(4) at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(4) 2011 letter addressed to (B)(6).

Event description:
The customer reported that they had a speaker malfunction.